Event description:
It was reported complainant stated "the foley catheter was inserted in the patient on (B)(6) at 1500 pm; on (B)(6) at 3:00 am, 3cc of saline was injected in order to irrigate the bladder. Per further report, the foley catheter came out of the patient when the patient moves. A new catheter was inserted in the patient and the patient had no influence".

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. It was further reported the product was in use for one day before the event occurred. Add'l info was requested. A quality evaluation and testing was performed on one used size 16x10, 2 way standard sec foley catheter of opaque quality. Product fitted with bespak valve, orange preprinted shrink sleeve carrying info per specification. The product was rec'd in a plastic bag enclosed in an envelope. Balloon had burst upon quality assurance receipt. The product showed no sign of material degradation or discoloration. An examination of the affected area revealed that the balloon sleeve has elongated; most probably the effect caused by over inflation. Review of the inspection record did not reveal any sign of balloon burst detected during inspection. Review of the in-process functional test report for dip code (rseq dipped in (B)(4) 2013) did not reveal any sign of such defect detected during the immersion test. The sample taken from this manufacturing lot met the specification when subjected for the functional test in accordance to test method. Review of the risk assessment file does cover potential cause (burst issue) and it's controlled. Review of the complaint trend within year 2009 to july 2014 for the burst issue, showed there is no significant negative trending was observed. A balloon burst was confirmed as per returned sample. It is unlikely that such damage to the balloon could have passed manufacturer's 2 x100% inflation test and inspection. Based on the evaluation of the sample, the burst appeared to be over-inflation induced during catheterization as the balloon sleeve have elongated. No corrective action has been identified as a result of this analysis. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.